Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. The device was received with moisture damage at the motor. The device had moisture damage at the keypad traces. The button error alarm and unexpected restart alarm were unable to be verified due to the blank display. The device was received with minor scratches on the display window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 150 mg/dl. Troubleshooting for keypad anomaly was performed. Customer stated that they fell into a lake. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.